Manufacturer narrative:
This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 7:30 pm, the result from the meter was 5.6 inr. Due to the high value, the customer drove to the hospital for a laboratory test and the result at 8:30 pm was 4.0 inr. At 11:00 pm, the result from the meter was 5.0 inr. There was no allegation of an adverse event. The therapeutic range was 2.0 to 3.0 inr. The suspect product was requested to be returned for investigation. Replacement product was sent.

Manufacturer narrative:
The customer did not return any materials for investigation. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Medwatch fields device evaluated by MFR and correction/removal number have been updated.